Event description:
This patient was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial and was randomized to the hydrocoil embolic system treatment arm. At enrollment, the ruptured, irregular, bifurcation aneurysm was located in the left middle cerebral artery (m2). During the 3-28 day follow-up, the patient presented with fluctuating aphasia and was treated for vasospasm (an anticipated adverse event) with verapamil on (B)(6) 2012. The patient was admitted on (B)(6) 2012, for the procedure and was discharged on (B)(6) 2012. Ref. # (B)(4). Multiple devices were used during this treatment. The user did not indicate the hes coils were the cause of the incident. We are reporting as an adverse event occured.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint samples could not be performed as they were not returned for evaluation. The root cause of this complaint cannot be determined. The devices in complaint do not appear to be the cause of the incident.